Event description:
It was reported to nova biomedical that a consumer received a result of 188 mg/dl on their blood glucose meter. The consumer did not believe this result to be accurate and decided to call 911 for medical intervention. When the emts arrived, they performed a blood glucose test on the consumer getting a result of 30 mg/dl on their unk brand of blood glucose meter. The consumer immediately performed another test using his same meter and strips getting the following result of 300 mg/dl. The emts treated the consumer with emergent food intake to raise his blood sugar levels. During the call to customer support, it was revealed that the consumer did not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these direction for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.